Event description:
Several incidences of near serious complications and two incidences of major complications involving the overtube and/or the friction fit adapter. Since the re-introduction of this overtube, dr has noticed two major changes. The first is that the tip of the overtube is now tapered and secondly that the overtube appears to be more compliant. The first several uses involving both foreign body retrieval from the distal esophagus and for ligating esophageal varices has to do with the difficulty dr had, not in inserting the overtube, but in withdrawing the friction fit adapter back into the overtube from the esophagus. When attempting to withdraw the endoscope with the friction fit adapter apparatus attached, it appears that the mucosa at the end of the overtube is easily entrapped within the sharp edge and the internal lumen of the overtube. The distal lumen of the overtube also is compressed providing resistance to withdrawal of the endoscope and friction fit adapter. Dr had difficulty also in passing the ligator through the overtube in an orthograde direction in the past due to the compliance of the overtube. Dr had two incidences where the friction fit adapter apparatus was dislodged off the tip of the endoscope into the esophagus for which dr had to retrieve them endoscopically. (*)invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.